Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a flexiva 200 tractip laser fiber was used during a laser lithotripsy for a kidney stone performed on (B)(6) 2015. Reportedly, the laser unit used was a lumenis versapulse powersuite 100w with 0.5j x 50hz settings. According to the complainant, during the procedure, a crack was heard after the pedal was compressed and the laser fiber would not conduct energy. The procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the fiber face was fractured.

Manufacturer narrative:
(B)(4) fiber face fractured. (B)(4). One flexiva 200 tractip laser fiber was received for evaluation. Visual examination of the returned laser fiber revealed that the exposed glass tip measured 3.0mm and appeared unused. There were no signs of damage or other imperfections noted along the laser fiber¿s body. Examination revealed that the fiber face within the sub miniature-a (sma) connector appeared dark towards the edges and at the center, with a small ring of light visible in between. Additional examination under magnification revealed that the fiber face was intact but fractured. Functional analysis revealed that the ¿attach laser fiber¿ message cleared from the console after attachment indicating that the fiber was recognized by the laser unit. The aiming beam exiting the distal end of the fiber was clear, round, and weak with an effective transmission of 50.8%. The condition of the returned device confirms the reported event. The noted damages indicate difficulty was experienced during use of the laser fiber and are likely due to anatomical or procedural factors such as maneuvering of the device or stone density and size. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.